Event description:
My last 3 sensors have been faulty 1 fallen off, 1 gave me an error message and today the notification to check the number does have the letter o the system does not let enter the number and I get a message stating my number is incorrect. Pt code: 4582. Device codes: 4082, 2591, 2907. Reference: mw5180192, mw5180193.